Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter was reading inaccurately low. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began the morning of (B)(6) 2012. The patient claimed that she obtained a blood glucose result of "113 mg/dl" with the subject meter and was comparing it to a result of "250 mg/dl" that she obtained on a onetouch ultra meter. However, the time period between the two results was reportedly greater than 30 minutes. The patient denied managing her diabetes with medication and stated that she continued her normal diabetes management despite the alleged issue occurring. The patient also denied developing any symptoms as a result of the alleged issue. The patient informed the cca that on the morning of (B)(6) 2012, she had a doctor's appointment and during the appointment was treated with 2 units of insulin (unspecified type) by her doctor. The patient denied having her blood glucose tested on any other device. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly was treated with insulin by her doctor, which does not correlate with the allegation.

Manufacturer narrative:
08/01/2012-device evaluation: the lay user/patient's product(s) has been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the test strips involved with this complaint were expired. Lifescan does not recommended the use of expired product. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.